Event description:
Doctor reported via phone that the device tip broke while in use and they reacted in time so the pt did not swallow or aspirate the tip, but he says that was close to happening. There was no harm to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.